Event description:
It was reported that during a transcatheter aortic valve implantation procedure, crown overlap to node 2 was observed during loading. Pre-implant dilatation was performed first with a 22x40mm balloon. Upon the first deployment attempt, the initial valve position was too low, resulting in recapture of the valve. A second deployment attempted was started, however, an infold was observed after deploying the valve to 2/3. The valve was recaptured and a new system was loaded. During the second deployment attempt of the new valve, an infold was observed. The valve was withdrawn, and pre-implant dilatation was performed again with a 24x40mm balloon. A third valve was used and the implantation was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID d-evolutfx-34 (lot: 0012659437); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the second valve was recaptured because the valve position was too low. A procedural delay of approximately 15 minutes occurred. Per the physician, annular calcification contributed to the infolds.